Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Facility name & initial reporter phone number corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Wound swab is taken. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity 21).

Manufacturer narrative:
Patient identifier (B)(6) was provided. Investigation summary: our investigation has shown, that the reported complaint condition is unconfirmed as the reported complaint condition could not be replicated, as the screw delivered from synthes to customer (through materialise) are all delivered in an unsterile condition. Based on this, a potentially root cause couldn't be identified, and no further investigation will be done on those from synthes side. Device history review: no device history was available as no lot number was available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient presented back to surgeon approximately six (6) weeks postoperatively after a orthognathic surgery. On examination localized infection was present. Minor surgical revision was performed to remove three (3) matrix screws. The patient required a course of antibiotics. The 3d printed plate was left insitu as the infection was focused around one area. This is report 1 of 3 for (B)(4). This report is related to a second case of infection in a different patient; (B)(4).